Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease flat, and brown particles in the surface of the device. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify opening striated in the anterior side and observed void >1 mm in non-textured, valve-to shell-bond area it is not considered a defect because it is in the non-textured part. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: - a striated edge opening on anterior side assessed as surgical damage.

Event description:
The device has been explanted.

Manufacturer narrative:
Reason for reoperation: deflation. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported "deflation" against left device. The device remains implanted.